Event description:
It was reported that bd eclipse¿ needle packaging tears while opening and the caps were loose. This was discovered during use. The following information was provided by the initial reporter: material no.: 305759 batch no.: unknown it was reported loose caps on the needles. Complaint 2 of 3: this record is for ref # 305759 I currently order supplies and vaccines. I order bd eclipse injection needle w/ and w/out bd luer-lok syringe through medline for our pediatric office. I have had multiple sticks to staff members because the needle caps do not stay on securely. The packages is also more fragile. When ripping the needles from the perforated lines we tend to open the actual package and have to discard the then exposed/non sterile needle. This has been going on for a few months but with more sticks and conversations with staff members (medical assistants and nurses) I have been made aware this is a pretty consistent thing.

Manufacturer narrative:
Investigation: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could not be determined. A device history review could also not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd eclipse¿ needle packaging tears while opening and the caps were loose. This was discovered during use. The following information was provided by the initial reporter: material no.: 305759, batch no.: unknown. It was reported loose caps on the needles. Complaint 2 of 3: this record is for ref # (B)(4). I currently order supplies and vaccines. I order bd eclipse injection needle w/ and w/out bd luer-lok syringe through medline for our pediatric office. I have had multiple sticks to staff members because the needle caps do not stay on securely. The packages is also more fragile. When ripping the needles from the perforated lines we tend to open the actual package and have to discard the then exposed/non sterile needle. This has been going on for a few months but with more sticks and conversations with staff members (medical assistants and nurses) I have been made aware this is a pretty consistent thing.